Manufacturer narrative:
The full name of the event site listed is (B)(6). The full event site address is(B)(6). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date.

Event description:
It was reported that battery failure of the intra-aortic balloon pump (iabp) occurred. Although, the ac cable was connected, the battery wouldn't charge. This event was discovered before use on a patient, therefore no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and was able to duplicate the reported incident. The fse replaced the ac power cord and performed running test without any problems reoccurring.

Event description:
It was reported that battery failure of the cardiosave intra-aortic balloon pump (iabp) occurred. Although, the ac cable was connected, the battery wouldn't charge. This event was discovered before use on a patient, therefore no adverse event was reported.